Manufacturer narrative:
In this particular case, this was an off label case, and no additional information will be provided. A supplemental report will be submitted when and if additional information becomes available.  Explant of aortic bioprosthetic valves can be due to multiple mechanisms, the device was not returned and information was not provided; therefore, the specific root cause of this explant cannot be determined or evaluated at this time.  There is no information to suggest a device quality deficiency was related to this event.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), the 26mm sapien 3 case, which was implanted by tf approach in the aortic position, was explanted and a non-edwards surgical valve was implanted. The reason for the valve explant is unknown.